Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was not detected on the bus. A field service engineer (fse) inspected the back panel and identified that drawers 3.1 and 3.2 were not receiving power. The initial attempts to reseat the cables were unsuccessful. To resolve the issue, both drawer controller boards and the module controller board were replaced. After completing the replacements, all drawers were tested and confirmed to be functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.